Manufacturer narrative:
The device was returned to olympus medical for evaluation. The reported issue was confirmed; leakage was identified at the control section. The device history record (DHR) was reviewed; this review showed the device was manufactured to specifications. A complaint review was performed; this showed a single similar complaint was reported for this model number. In addition to the peeling found at the insertion tube, the examination showed the following scratched areas: scope connector; universal cord protector; universal cord; angulation lever; hand grip; control unit; scope connector cover; up/down plate and switch box. The device's bending section was dented; the universal cord was dented; the light guide lens was cracked; the connecting tube was wrinkled; and the bending section adhesive was chipped. The following issues were identified during functional testing: the bending section allowed for leakage from a pinhole on the bending section's adhesive; the up direction of the angulation did not meet with specification due to a worn angle wire; and the main channel was damaged and did not allow for passage of a cleaning brush. The manufacturer reviewed the device instructions for use. Review identified the following relevant warning in chapter 3, preparation and inspection, 3.2 inspection of the endoscope: "warning: 4. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. 6. Holding the insertion tube gently with a hard, carefully run your fingertips over the entire length of the insertion tube in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion tube is not abnormally stiff (see figure 3.4). 7. Inspect the covering of the bending section for sagging, swelling, cuts, holes or other irregularities." The investigation confirmed damage due to mechanical stress but could not isolate the root cause. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus medical that the device leaked from the body control unit. The device was returned for evaluation. During evaluation, examination showed the device's image guide fiber's coating was peeling in an area measuring at least 1 mm2. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.